Event description:
It was reported the subject device's needle holder was not working. The jaw was not holding properly due to a broken jaw hinge. The issue occurred at service/maintenance, not in a clinical setting. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device's needle holder was not working. The jaw was not holding properly due to a broken jaw hinge. The issue occurred at service/maintenance, not in a clinical setting. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.